Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the femoral vein and advanced over the wire transseptally. The physician then aspirated 20cc successfully. A farawave catheter was then inserted into the sheath past the handle. The physician aspirated the sheath again, however, air was noted to be pulled in from the valve. The farawave catheter was pulled out of the sheath and reinserted, however, the same result was seen. It was believed that the reported air ingress was a result of valve leakage. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the femoral vein and advanced over the wire transeptally. The physician then aspirated 20cc successfully. A farawave catheter was then inserted into the sheath past the handle. The physician aspirated the sheath again, however, air was noted to be pulled in from the valve. The farawave catheter was pulled out of the sheath and reinserted, however, the same result was seen. It was believed that the reported air ingress was a result of valve leakage. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.